Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that controller started loud beeping. The one battery had bars down to just the yellow dot and the other battery had 4 bars. There was a count down. Batteries and clips were exchanged, circumstance still occurring. Patient noticed the black lead was pulling more. This was noted to be the same as the last week when in clinic. The log files showed that batteries appear to be draining more rapidly on the black lead, resulting in low power advisory alarms. The controller was exchanged, and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v batteries depleting unevenly was confirmed during evaluation of the returned controller (serial number: (B)(6) and its log files; however, the battery runtime and alarm activation times were still within expected ranges. The submitted and downloaded log files were first reviewed. The log files collectively contained approximately 16 days of relevant information on (B)(6) 2023, per timestamps). Throughout the data, no atypical alarms were observed. Only one low voltage advisory alarm was observed at 21:57:18 on (B)(6) 2023; this alarm appeared to be related to routine depletion of the battery connected to the black power cable. This battery was observed to be fully charged ~15 hours prior to the alarm¿s activation. The pump maintained a speed within the expected range while the driveline was connected. During testing of the returned system controller, it was confirmed that the battery connected to the black power cable reached the low voltage advisory and low voltage hazard thresholds before the battery connected to the white power cable did. However, it was found that the battery depletion rate was still within specifications for the product labelling. After connecting the controller to two fully charged 14v batteries, the low voltage advisory alarm activated after ~14.5 hours of operation and the low voltage hazard alarm activated after ~17.5 hours of operation. The batteries did not reach full depletion (~0v of charge) until after ~23 hours of use. These runtimes were found to exceed the minimum specifications of the system¿s design. This test was performed multiple times and each time, the controller met the expectations of the heartmate 3 instructions for use. This document indicates that a fully charged pair of new heartmate 14v lithium-ion batteries can power the system for up to 10-17 hours, depending on the activity level of the patient. The user is instructed to take both batteries out of service if they do not give at least four hours of support. The reported event was not determined to be a device issue, as the system operated within design specifications. The heartmate 3 instructions for use (IFU) section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ both indicate that when new, two fully charged heartmate 14 volt lithium-ion batteries can power the system for up to 17 hours. Both sections note that how long the batteries can power the system depend on the patient¿s activity level. The user is instructed to take 14v lithium-ion batteries out of service is they do not give at least four hours of support. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and low voltage alarms. The heartmate 3 patient handbook (section 6 "caring for the equipment) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the heartmate 3 system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.